Event description:
Dr. Attached electrode pad to pt. In the proper way and in proper position. Pt. Was placed in lithotomy position, but had to be moved further down on operating room table, so was "slid" along table. After tuna procedure, staff noticed electrode pad was folded in one corner and underneath it was a burn. The burn was on pt's back which required plastic surgery to correct.